Event description:
The customer reported falsely depressed enzymatic creatinine_3 (ecre3) and total bilirubin_2 (tbil_2) patient results were obtained on an atellica ch 930 analyzer (s/n: (B)(6) v1.30.1). The erroneous results were reported to the physician(s). The samples were repeated on alternate instruments. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report falsely depressed enzymatic creatinine_3 (ecre3) and total bilirubin_2 (tbil_2), patient results were obtained on an atellica ch 930 analyzer (s/n: cm01119, v1.30.1). No error messages were seen on the user interface (ui). The washers were checked, it was observed that one of the dilution washer probes had a lot of crystallization and dirt. The next day, the customer service engineer (cse) was on site and checked the system message logs and found errors for the dilution arm. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the dilution probe and dilution washer probe 1, which were clogged. The cse replaced the sample probe. The cse also checked the dilution washer lines and dilution cuvettes. Siemens further investigated the event and identified that the possible potential cause of the event was due to sample related variables or a dirty dilution probe. The customer is operational, and the complaint was resolved by routine troubleshooting. No further investigation of this device is required.